Manufacturer narrative:
(B)(4). The customer is requesting service on the ccm.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the touch screen on the central control monitor (ccm) was unresponsive. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The touch screen cursor was unresponsive to touch; the cursor position would not move from right edge of screen. The touch screen was determined to be faulty. The lab-use only (luo) touch screen was installed and functionality was restored. The product surveillance technician (pst)performed an exterior inspection revealed no signs of abuse or damage, along with the interior inspection revealed no signs of ingress or tampering. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) installed and tested loaner central control monitor (ccm), copied and assigned devices to a perfusion screen. The unit performed to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.